Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction e1 - initial reporter.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.